Event description:
Country of complaint: (B)(6). During driving in the set screw, the thread was complete stripped off without any excessive force. After taking a new set screw, the operative result was satisfactory. Prolongation about 20 minutes.

Manufacturer narrative:
Manufacturing site evaluation: samples received: none. Analysis and results: the batch number is unknown. Based on item number, the current failure rate is within the risk analysis therefore acceptable. Final conclusion: complaint is not justified. Historically, the root cause for loosening of the thread (complete or partial) has been the result of cross threading the screw during placement (user related error). Corrective/preventive actions: not applicable.

Manufacturer narrative:
Evaluation on-going at original manufacturing site.